Manufacturer narrative:
(B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample photograph with retain sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw844 and lot b6023. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Actual product packaging comprises of swages suture needle parked and wound in (B)(4) tray with (B)(4) lid packed in transparent overwrap with white bottom. Where in complaint sample photograph product was labeled and packed in single barrier folder which clearly differentiate the product. In addition, 2d barcode scanning was performed over single barrier folder and non-compliant results were observed. Barcode scanning details: barcode. Complaint sample sbf: (B)(4). Retain sample sbf: (B)(4). Conclusion: complaint sample photograph and retain sample comparison including visual inspection revealed that complaint sample is not a genuine product manufactured at ethicon (B)(4) site. This complaint is concluded as ¿confirm counterfeit product¿. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if the vendor is authorized by (B)(6)? Covert market survey activity was undertaken at chemist/ pharmacist/ surgical stores which were conducted by (B)(6). Could you please provide the attachments for the products traceability information from (B)(4)? These are locally manufactured products in (B)(4) hence not applicable. How was the product purchased? On no names basis during covert market survey. Is there an indication of how the product was distributed? Still being evaluated (wip). Is there any indication of the source? Still being evaluated (wip). Was the device used on a patient? If so, was there any patient consequence? No. Device return status: photograph available. Device available with external team. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported before use on the patient, a covert market survey was conducted. During the market survey, a counterfeit product was identified in a retail store at (B)(6). Following is the detail of the evaluation performed during investigation. Visual comparison of complaint sample photograph with retained sample: received complaint sample photograph was visually inspected and compared with retain sample of product code nw844 and lot b6023. Upon visual inspection it has been observed that the product packing was not matching with retained sample. Actual product packaging comprises of swages suture needle parked and wound in zipper tray with zipper lid packed in transparent overwrap with white bottom. Where in complaint sample photograph product was labeled and packed in single barrier folder which clearly differentiate the product. In addition, 2d barcode scanning was performed over single barrier folder and non-compliant results were observed. No adverse patient consequences were reported. Additional information was requested.